Event description:
Rptr had breast implants implanted 6/2/77. The right implant ruptured and she had bleeding through the envelope. A medical professional confirmed silicone outside the left capsule. She c/o peripheral neuropathy, demyelinating neuropathy, other neuropathy, motor neuron disease, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, balance disturbances, atypical m-s, elevated cholesterol or triglicerides, thyroid problems, heat or cold sensitivity of extremities, chronic diarrhea, irritable bowel syndrome, difficulty swallowing, hysterectomy, oophorectomy, substantial hair loss not connected with medications, arrhythmias, tachycardia, connective tissue disease, atypical lupus, sjogren's syndrome, scleroderma, restrictive copd, unexplained rashes, sun sensitivity, dermatomyositis, non-restorative sleep, vasculitis, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drops things, sicca.